Event description:
It was reported to adac that the shaper export can be incorrect for blocks with more than 100 points. As reported, when the site had a plan with two or more beams, and exported to the shaper program, the second beam block export (not current beam) was incorrect. No injuries were reported as a result of this issue.